Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited insufficient fixation, pacing failure and dislodgement on the same day it was implanted. The pacing lead was revised and remains in use. No patient complications have been reported as a result of this event.